Event description:
It was reported that the patient's blood glucose level reached 344 mg/dl and insulin was not being delivered properly while worn between 37 and 48 hours on the infusion site (abdomen).

Manufacturer narrative:
The device was returned and evaluated. The soft cannula was found to be flattened. The flattening of the soft cannula caused the soft cannula to be longer then expected. The flattening of the soft cannula did not prevent insulin to flow through the complete fluid path. The downloaded data does not show any timeouts or drive stalls. It could not conclusively be determined, when or how the soft cannula was flattened and if this prevented the delivering of the insulin.